Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a rotational atherectomy treatment procedure, insertion difficulties occurred. The 90% stenotic lesion was located in the severely tortuous and mildly calcified right coronary artery. When the physician attempted to insert the 330cm rotawire floppy guide wire into the 1.50mm rotablator rotalink burr resistance was felt inside the lumen. Both devices were removed from the patient. The procedure was completed with another 330cm rotawire floppy guide wire and 1.50mm rotablator rotalink burr. No patient complications were reported and the patient's status is good. However, device analysis revealed a guide wire fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned stuck inside the catheter. The body of the device was severely kinked and damaged, the spring tip fractured and was not returned. Measurements of the outer diameters met specifications. The device was sent to mtac lab for external analysis and their analysis determined that the fracture occurred due to a tension and multidirectional bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis on 14aug2013. It was reported that during a rotational atherectomy treatment procedure, insertion difficulties occurred. The 90% stenotic lesion was located in the severely tortuous and mildly calcified right coronary artery. When the physician attempted to insert the 330cm rotawire floppy guide wire into the 1.50mm rotablator rotalink burr resistance was felt inside the lumen. Both devices were removed from the patient. The procedure was completed with another 330cm rotawire floppy guide wire and 1.50mm rotablator rotalink burr. No patient complications were reported and the patient's status is good. However, device analysis revealed a guide wire fracture.